Event description:
New information noted that the device was explanted on an unknown date. No additional information was reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator was misfiring and the patient experienced a rapid heart rate. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016. No additional information was reported.

Manufacturer narrative:
Analysis of production records completed. No device problem found.